Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell 3 was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable because there was an open clamp on unused supply line. The patient found that they left the final line clamp open. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 3. While going through the troubleshooting questions, the patient found that they left the final line clamp open. Gts explained the error indicated a large amount of air had entered into the disposable set, and that the patient would need to start over with new supplies. The patient stated that no one was there to help him out as he could not lift the bags by himself. Gts advised the patient to contact their dialysis nurse within 24 hours to let her know what happened, and inform her of any missed therapy. No injury or medical intervention was reported.